Event description:
It was reported that during a da vinci si hysterectomy procedure, there was no video displayed on the left side monitor of the surgeon console. An intuitive surgical technical support engineer attempted to troubleshoot the issue via telephone and had the surgical staff cycle system power, reset the vision cart and surgeon console breakers, and replace the camera and camera cable. These actions were unable to resolve the customer reported vision issue. The surgeon made the decision to convert to traditional open surgical techniques to complete the planned procedure. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by the field service engineer concluded that the left side vision issue was associated with the double camera controller (doco). The doco refers to the two camera controller units (ccu) that control the acquisition and processing of the image from the camera. One ccu is assigned to the surgeon's right side image (right ccu) and one to his left (left ccu). The system was repaired by replacing the affected doco. The doco was returned to intuitive surgical for failure analysis investigation. During internal evaluation, engineering was able to replicate the reported failure mode. It was determined that the left ccu had malfunctioned on the doco.